Event description:
It was reported that the external pulse generator powers off immediately when the battery is removed. The device was returned to the manufacturer for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; main pcb (printed circuit board) found out of electrical specification. Analysis also found the upper case, lower case, two side bail covers, ring cover, lead flex cover, and battery drawer are broken. Battery release is contaminated, battery contacts are compressed, and the ring is bent. Further analysis was performed on the main pcb. Visual inspection revealed no anomalies. Bench analysis found that both capacitors in-circuit failed, typical operation was observed when device was powered on, the battery removal test failed. After replacing both capacitors, the battery removal test then passed. Conclusion: confirmed the battery removal failure caused by a capacitor component failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.